Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation is ongoing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the retaining rack had a button popped off of the button case, making it so settings could not be adjusted. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the washing case and the rubber parts were not correctly placed during reprocessing, as a result the washing case was not closed sufficiently and the valves stuck out from a gap. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that the reported event (button popped off and settings could not be adjusted) did not occur the first time it was used, however the rubber of the button case came off often.